Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified foreign particle was observed in the venous header of a polyflux 210h upon opening the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual sample and pictures were provided for evaluation. The visual inspection of the provided photos showed the product unpacked. The photos showed several black particles on the header cap. Visual inspection of the product with the naked eye showed that the product dry and several black particles were visible on the header cap. The reported condition was verified. The cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.